Event description:
The reporter stated the surgeon inserted a 20.5 se/2.0 diopter (B)(4) toric silicone single piece lens and the lens tore. The lens was cut into pieces to remove with no patient injury, no enlarged incision or sutures. Another same model lens was implanted. The reporter stated the surgeon felt the injector was the cause of the lens tear. The reporter stated the injector, cartridge and lens were thrown away by the facility.

Manufacturer narrative:
(B)(4). The injector, cartridge and lens were discarded by the facility. Evaluation: conclusions: based on the complaint history, possible root causes for lens tears include both delivery system issues and handling errors by the customer. Investigation of the root causes of lens tears, were addressed in a CAPA opened in (B)(4) 2005 (which was subsequently closed). The CAPA addressed delivery system issues including all stages of manufacturing of the injectors and cartridges. Processes were reviewed and revised as opportunities for improvement were revealed. The CAPA also addressed handling errors. All injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B)(4). Product discarded by facility.